Manufacturer narrative:
Visual examination of the returned product identified signs of repeated use and has fractured. Device was submitted for further analysis. The analysis identified the fracture was consistent with the device fractures analyzed in a zrm, which indicates overload failure or low cycle fatigue culminating in the overload failure. The DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue was due to repeated use of this instrument over 7 years field life; which causes wear and tear to the instrument and led to fracture . If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the femoral impactor broke during implantation. There was no consequences or impact to the patient.